Event description:
A report was received that the pt's precision system was explanted due to the stimulation irritating the pt's nerves and not providing adequate pain relief. The pt was reportedly doing well following the procedure.

Manufacturer narrative:
The explanted devices will not be returned to bsn as they were kept by the pt.